Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:48:05. During night drain cycle 3, the patient's ultrafiltration reading was 739ml, indicating the home patient (hp) drained 739ml more than their maximum programmed fill volume of 1000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration reading of 739ml during the therapy initiated on (B)(4) 2011 23:48:05 night drain cycle 3, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the event log revealed the cycle 3 drain was completed on (B)(4) 2011 at 04:06 and the user's actual drain volume during cycle 3 was 753 ml. The user bypassed fill 3 and the actual drain volume of 753 ml is 75% of largest prescribed fill volume (lpfv) of 1000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.